Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00500. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year and 8 months. (Calculated from the date of manufacture). The mobile power unit is not a single use device. Manufacturer's investigation conclusion: the reported event of a low power advisory alarm was confirmed based on the information recorded in the log files. The mobile power unit (serial number (B)(4)) was not returned for analysis and remains in use. As a result, the reported event could not be correlated to a device related issue. However, the events in the log file appear consistent with an incorrect connection of power cables to the mpu. Although the mpu was not returned for analysis, similar events related to swapped power cables have been identified and a corrective action has been initiated to address this issue. The mpu remains in use and no further issues have been reported at this time. Heartmate 3 patient handbook document # 10006136 rev a, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, document # 109798, rev f, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved including low voltage advisory alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that a yellow diamond alarm occurred after switching to the mobile power unit and a low battery advisory displayed on the screen. When the patient switched back to fully charged batteries, the alarm resolved. Upon interrogation in clinic, the patient had no alarms recorded except for power cable disconnect alarms. The percutaneous lead (driveline) and all cables are intact. The manufacturer's technical services representative reviewed the system controller log file and it was determined that the patient must have had the cables switched when connecting to the mobile power unit. There were no unusual events for the duration of the log file. The patient was asymptomatic. No further information was provided.